Event description:
Information received indicates while testing the bed, the technician found that the ground resistance reading was high.

Manufacturer narrative:
The technician examined the power cord and found no visible damage but the plug as worn. He replaced the power cord plug and the bed functioned to specifications.